Manufacturer narrative:
An outside of the united states (ous) customer contacted a siemens customer care center to report that a falsely depressed cancer antigen 15-3 (ca 15-3) result was obtained on a patient sample on an atellica im 1600 analyzer. Quality controls (qcs) recovered out of ranges on the day of the event. Siemens further evaluated the event and concluded that the patient result was released when qc was out of the expected ranges on the atellica im 1600 analyzer. There was no evidence that the atellica im 1600 analyzer was configured to hold patient results for review. There was no indication of an instrument malfunction. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
The customer reported that a falsely depressed cancer antigen 15-3 (ca 15-3) result was obtained on patient sample on an atellica im 1600 analyzer. The erroneous result was held by the laboratory information system and was not reported to the physician(s). The sample was repeated two hours later on the same atellica im 1600 analyzer. The repeat result was higher than the erroneous result. There are no known reports of patient intervention or adverse health consequences due to the falsely depressed ca 15-3 result.